Event description:
(B)(6) reported that a patient was implanted with a trochanteric fixation nail, screw option and 5.0mm locking screw at a hospital in (B)(6) (USA) in (B)(6) 2013. Approximately six months post op, patient underwent hardware removal at a hospital in (B)(6) on (B)(6) 2013. Patient was revised due to mal-union, subsequent to poor proximal placement and cut out through the head, and was revised to a total hip arthroplasty. During removal of the nail, the surgeon experienced difficulty threading the extraction screw onto the nail. It was noted that when the nail was originally implanted, an end cap was not placed on the nail. Difficulty inserting the extraction screw onto the nail may have been a result of bony ingrowth, as an end cap was not placed on the nail. Surgeon was able to engage the extraction screw with the nail for removal. The instrument used to remove the implants was the screw inserter/extractor screw option t-handle. The component (helical blade coupling screw - inner coupling set screw) which attaches to the t-handle, was not available in the set. As the component was not available, an alternate technique was used which required the surgeon to extend the incision in order to visualize the implants for removal. There was an approximate 20 minute delay due to the missing component and difficulty using the instrumentation. All hardware was removed successfully. This is 2 of 5 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes - hwc (screw,fixation,bone) . Approximate implant date was (B)(6) 2013. (B)(4). Investigation could not be completed and no conclusion could be drawn, as no devices were returned. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Placeholder.